Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that they feel stimulation that they don¿t want to feel when the ins is turned off. The patient reported that they feel stimulation in the abdomen and testicles. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the device continued to fire even though the patient had turned it off and it was causing abdominal pain. No further complications were reported.